Event description:
Inflation could not be maintained on one size, low pressure cuffed tracheostomy tube. The device was tested prior to insertion where no problems were detected. It is unknown how long the device was in use or what type of trach care was performed. There was no reported pt compromise. The device was returned to the MFR for decontamination, analysis and investigation on 2/18/97.